Event description:
It was reported that a 25 mm 11500a aortic was explanted at implant due to tripped tag. The tripped tag that was discovered after the fact. The explanted valve was replaced with another 25 mm 11500a valve. The patient is in stable condition.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Product evaluation: customer report of triggered tagalert was confirmed. The triggered tagalert had black-highlight with the number 2 displayed on the screen. The alarmalert feature of the tagalert device indicated more than 10 days have passed since being triggered. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Three leaflets were returned. All three leaflets were cut off from the valve and appeared matched up to valve. The cuts had a smooth edges.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Customer report of triggered tagalert was confirmed. The triggered tagalert had black-highlight with the number 2 displayed on the screen. If the tagalert is exposed to a high temperature (46c to 70c), the tagalert is programmed to display a '2' and a blacked-out 'ok'.